Manufacturer narrative:
Physio-control further examined the removed power supply assembly and observed that two transistors, designators q1 and q2 were electrically shorted. It was also observed that a fuse, designator f1, was open.  This prohibited the device from charging the internal battery and no ac operation. The device was able to power on with a charged battery. The replacement of the power supply assembly resolved the reported power issue; however, further component level cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The power supply assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device would no longer power on using ac power or battery power. There was no patient use associated with this event.

Manufacturer narrative:
The initial medwatch report indicates:  10/23/2013. The initial medwatch report should indicate:  10/29/2013.